Manufacturer narrative:
H6: 4581: rotation. H6: work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Due to low vault with rotation, the lens was exchanged for a same model but longer length lens. The problem was resolved. Cause of the event was reported as patient related factor.